Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use an in.pact pacific deb to treat a 100mm moderately calcified lesion in the mid sfa (70% stenosis). The vessel was not tortuous and had a diameter of 5mm. The device was prepped as per the IFU with no issues identified. The procedure used a 6 fr non-medtronic sheath and a 0.018¿ non-medtronic guidewire. The balloon was inflated using a non-medtronic inflation device and contrast saline. No resistance was encountered advancing the device and it did not pass through a previously deployed stent. Deflation issues were noted following first inflation. The balloon would not fully deflate after 5 minutes a clamp was employed to remove the device from the sheath. It was reported that the balloon broke in the sheath during removal. The balloon was removed with the sheath. The procedure finished normally after the difficulties to take the balloon out of the sheath. No patient injury was reported. Please note that this device in.pact pacific pta balloon catheter is not marketed in the united states; however, the device is deemed the same as the united states marketed device in.pact admiral pta balloon catheter.

Manufacturer narrative:
Device evaluation summary: the device was returned for evaluation. A visual and tactile inspection was carried out on the device: blood and radiopaque solution were found inside the catheter and on the balloon. The shaft was found broken on the proximal balloon welding and two kinked points were detected on the shaft. The distal portion was stretched for 10 cm. Distal marker was missing. The balloon was broken and the guide wire tube was broken on the balloon tip. The shape of the balloon on the distal portion was deformed. If information is provided in the future, a supplemental report will be issued.